Event description:
It was reported that catheter break occurred. A direxion? Fathom?-16 system catheter infusion was selected for use. During the procedure, after the catheter was flushed, it was noted to be broken upon withdrawal. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection identified a fracture of the nickel shaft located approximately 40 cm and 50.5 cm from the strain relief. Microscopic examination further revealed a kink in the inner lumen at approximately 40 cm from the strain relief.

Event description:
It was reported that catheter break occurred. A direxion? Fathom?-16 system catheter infusion was selected for use. During the procedure, after the catheter was flushed, it was noted to be broken upon withdrawal. There were no patient complications as a result of this event.